Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the insulin pump was delivering insulin on its own. The customer stated that the prime history showed several primes that occurred after she fell asleep. The customer also stated she woke up with low blood glucose level of 2.1 mmol/l. The customer then stated that she does not wear a sensor or use the lock feature on the insulin pump. The customer further stated that she wears the insulin pump when sleeping and could not have pressed the buttons by error. Nothing further reported.